Manufacturer narrative:
(B)(4): results - device not identified as root cause of the event, root cause undetermined; device not inspected prior to use. Conclusion: device not inspected prior to use.

Event description:
An attempt was made to deploy a 3.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent into a patient. The relevant device was delivered to the target lesion; however, ivus confirmed that the stent was not in the vessel. The physician investigated and found the relevant stent in the protective sheath outside the patient's body. The inserted stent delivery system was removed without any difficulty, and the procedure was completed with deployment of another manufacturer stent. The patient is reported to be fine and no other sequelae were reported. Communication from the field confirmed that the physician held the protective sheath at the distal end during removal and that resistance was not noticed. The device was not inspected prior to use; however, manufacturing control are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Recreations have shown that the incorrect placement of fingers can result with the stent being removed along with the protective sheath, however, this cannot be confirmed. The device has not been identified as the root cause of the event; based on the non return of the device and the limited information available, the root cause of the event is undetermined.